Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced compartment syndrome (left forearm swelling with numbness), separately it was reported that the catheter had a damaged spline. Sometime after the successful completion of the pfa procedure the patient was admitted to the hospital overnight for the compartment syndrome. No interventions are reported to have taken place for the swelling or numbness and the patient was discharged the day after admission. The catheter is not expected to be returned as it was discarded by the facility.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced compartment syndrome (left forearm swelling with numbness), separately it was reported that the catheter had a damaged spline. Sometime after the successful completion of the pfa procedure the patient was admitted to the hospital overnight for the compartment syndrome. No interventions are reported to have taken place for the swelling or numbness and the patient was discharged the day after admission. The catheter is not expected to be returned as it was discarded by the facility. It was further reported that the patient underwent surgical "regional fasciotomy" in order to treat the condition.